Event description:
On (B)(6) 2009, the patient reported that when he woke up he noticed that the display of his infusion device was damaged. He stated that there were black spots on the display and the numbers in the middle of the display were not readable. The infusion device was not dropped or exposed to extreme temperatures. He stated that the battery was changed 5 days ago but then stated that he changed the battery just prior to the report. He switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.